Manufacturer narrative:
Additional information was received that the reported issue affected monitoring but did not affect ventilation. There was no reportable malfunction. H3 other text : additional information was received that the reported issue affected monitoring but did not affect ventilation. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per (B)(6) aer database: the hospital reported a possible system shutdown resulting in a loss of mechanical ventilation. There was no patient injury reported.